Manufacturer narrative:
Imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, a 12-15mm balloon was used and the balloon was able to be dilated but could not sustain 8 atm as it kept losing water. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.